Event description:
Reportedly, the sales representative was notified that a valve was explanted after 103 months of implant duration due to aortic stenosis. Per the operative report, "the aortic valve was excised with some difficulty. The annulus was debrided." A new valve was placed and it was further reported that the patient tolerated the procedure well and was taken to the intensive care unit in good condition.

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits heavy calcification in the cusp area of leaflet 3, and moderate in the cups area of leaflets 1 and 2. Calcification restricted mobility in the leaflets and led to stenosis. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 6mm. Host tissue overgrowth is minimal to moderate; a thin layer is detected onto the tissue outflow. Host tissue is moderate at the stent inflow and stent outflow. The x-ray demonstrates calcification. Evaluation method: x-ray. Additional manufacturer narrative: the evaluation confirmed the presence of calcification. The root cause of the calcification is not determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Evaluation also confirmed presence of host tissue. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event. It was reported that the device remained implanted for approximately 103 months. It is likely that patient factors such as age, immune status, and/or disease state contributed to the event.